Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedances less than 200 ohms. Additionally, noise oversensing resulted in pacing inhibition and loss of capture was observed that resulted in greater than 2 seconds of asystole. Insulation damage was suspected, but could not be confirmed via x-ray, and the lead was reprogrammed to provide continuous pacing. This rv lead remains in service. No additional adverse patient effects were reported.